Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed. Some time post procedure the pt was reassessed for symptoms of urethral erosion. The sling was removed without incident. The directions for use state: "the following complications have been reported as consequences which may occur in urological procedures: urinary retention and infection. Over correction may cause temporary or permanent lower urinary tract obstruction. Consequences specifically related to materials: pelvic sensitivies, tissue necrosis and tissue erosion."